Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event date is getting corrected from 10/7/24 to unknown, as the date of the beginning of the symptoms is unknown and different from the implantation date. D10: products remain unchanged, therapy date was corrected from (B)(6) 2014 to (B)(6) 2024. The reported event could not be confirmed. No product was returned or pictures provided of the implants; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The patient provided allergic testing reports and requested material composition of the implants, this information was provided and confirmed that in the ti-6ai-4v alloy of the implant there is no nickel listed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42536007902; keel right size g cemented tibia; (B)(6). 42540200035; all-poly patella cemented 35 mm diameter; (B)(6). 42522601012; articular surface fixed bearing constrained posterior stabilized (cps); (B)(6). H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently patient alleges they are experiencing ambulation difficulties and pain. A future revision surgery is planned; however, no revision procedure has been reported to date. Allergy testing has been completed and was positive to nickel. All available information has been provided.